Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported ¿failed psi testing¿ was not able to be reproduced. While performing downstream occlusion detection testing a screen issue was encountered which interfered with the test, however the force sensor calibration was found within specification. A review of the event history log revealed multiple ¿downstream occlusion!¿ messages however the log cannot be used to determine test failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not able to be verified. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.